Manufacturer narrative:
Testing and investigation at the service center found that the device alarmed for a s233 (over temperature-psc) malfunction alarm code during the battery reconditioning test. The s233 malfunction alarm codes was also noted in the device history. The probable cause of the s233 malfunction alarm is a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a s233 malfunction alarm code. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s233 malfunction alarm code and it was noted that the device fan was not functional.